Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility and the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the b30 occurred when the user used the device with foreign objects such as dust, dirt and leftover chemicals, which adhered to the electric contact of the video connector. In the state where dust, dirt, etc. Are attached to the electric contact point, the communication between the video processor and the scope becomes impossible normally, and the scope communication error (b30) is displayed. The instructions for use (IFU) provides the following guidelines: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and / or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Event description:
Additional information was provided by the facility. A line appeared on the endoscopic image. The name and type of procedure was unknown. There was a delay in the procedure, however the duration of the delay was unknown. Additional devices involved in the event was unknown. It was also unknown if the same device was used to complete the procedure, whether any other device was replaced during the procedure or if the intended procedure was completed. The issue was found during preparation for use. No patient harm reported. The customer will not be returning the device as repair was not required anymore.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that while preparing the evis exera iii xenon light source for use, a scope communication error (b30) occurred, there was horizontal lines up and down, and the narrow band imaging (nbi) did not work. No patient involvement was reported.